Event description:
I had the essure procedure done in (B)(6) 2010. Since then, my life has not been the same. I am living with the side effects caused by this device on a day-today basis. Side effects include chronic headaches, abdominal pain, painful intercourse, yeast and bacterial infections. Had I known about all the complications that came along with this device, I never would have gone through with it. The only complications my doctor warned me about was that it might not work in one or both tubes. I can't change what I went through but my hope is to prevent other women form having to endure the same life altering experience that I am having. Please recognize this device for what it really is and take it off the market.